Event description:
A radial jaw was used for diagnostic purposes. During the procedure, the cups would not open or close as the result of a broken pull wire. The procedure was completed with another device.